Event description:
It was reported to boston scientific corporation that a resolution clip was used during an endoscopic submucosal dissection (esd) procedure performed on an unknown date. During the procedure, the clip was deployed, and the catheter was released, but the clip remained hanging at the distal end and could not be deployed, posing a risk of harming the patient. The procedure was completed with another resolution clip. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h2: correction: block b1 (adverse event/product problem), unique identifier (UDI) # and block h11 (additional MFR narrative). Block h6: imdrf device code a150103 captures the reportable event of clip prematurely deployed at an unknown location. Block h11: a resolution 360 clip was received for analysis. Visual and microscopic inspection of the device found the clip assembly attached and without any issues. No other device problems were noted. The reported event of clip prematurely deployed was not confirmed, as the investigation found the clip assembly fully deployed. The risk review confirmed that "clip prematurely deployed" was documented in the risk analysis. Based on all available information, the most probable root cause assigned is "no problem detected".

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of clip unable to release from catheter.

Event description:
It was reported to boston scientific corporation that a resolution clip was used during an endoscopic submucosal dissection (esd) procedure performed on an unknown date. During the procedure, the clip was deployed, and the catheter was released, but the clip remained hanging at the distal end and could not be deployed, posing a risk of harming the patient. The procedure was completed with another resolution clip. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.